Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the common trunk of the left coronary artery. A 16 x 4.00 promus premier¿ drug eluting stent was advanced and deployed to treat the lesion. However, when stent boost was performed post stent deployment, the stent was noted to have shortened. Post dilation of the stent was then performed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure was completed with the implantation of a non-bsc stent and post dilation with a 5.0x15mm balloon catheter. Patient's status was good.